Event description:
It was noted on (B)(6) 11, that this ra lead was switched in the header with another lead. Lead was repositioned on (B)(6) 11. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).